Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The defective circuit board and touch screen were requested to livanova (B)(4) for further investigation. A review of the DHR did not identify any deviation or non-conformity relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a s5 roller pump display got unreadable during priming. There was no patient involvement.

Manufacturer narrative:
A livanova field service representative was dispatched on site to investigate. The reported issue could be confirmed and was caused by a defective display. After replacement of the display subsequent testing found no further issues. The device was returned to service. However the defective display was requested to be returned to livanova (B)(4) for further investigation. Because of different reasons the part cannot be returned from india to munich. As the part was not made available for investigation a root cause could not be determined.